Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device (a) was received in good visual condition. One j formed clip was received inside a plastic bag, however, no conclusion could be reached as to why the clip was not properly formed. The instrument was cycled, fed and formed the remaining clips within mfg specs. The instrument locked out as intended. A root cause the malformed clip is feeding the clip into a closed set of jaws. The following are scenarios of how this malformed clip could have happened: having the jaws closed in a trocar and actuating the trigger. Having the jaws closed in the molded endcap and actuating the trigger. Having the jaws closed by burying tips in tissue and actuating the trigger. It should be noted that the jaws need to be fully open in order for the next clip to be properly fed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results confirmed that one device (b) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specs. The instrument locked out as intended, but the orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Device b: batch#=f9g11u, mfg date: 01/30/2009; exp date: 12/30/2013.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device fired a malformed clip, did not close tight enough. Another device was used to complete the case. There was no adverse consequence to the pt.